Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that before patient use the cardiosave intra-aortic balloon pump (iabp) wheels are popping out. Slide handle was sticking and hard to move. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the reported issue. The fse stated that the slide handle was sticking and was hard to move. The fse also found that the hardware was missing the holding handle to the wheel assembly. The slide handle assembly and hardware were replaced. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.